Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaints for list number 07p70, however, an increase in complaint activity for lot 68382ud00 was not identified. A device history record review did not identify any related potential non-conformances, deviations, or non-conformances associated with lot number 68382ud00 and complaint issue. In house precision and accuracy testing was completed with a retained kit of lot number 68382ud00. Testing met acceptance criteria and the product is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68382ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 31.6 pmol/l repeat results = 12.6,12.8,13.1,12.4,12.3 pmol/l. Reference range 8 - 18pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on 09jan2025 initial result = 31.6 pmol/l repeat results = 12.6,12.8,13.1,12.4,12.3 pmol/l. Reference range 8 - 18pmol/l no impact to patient management was reported.